Event description:
The customer called and reported receiving no delivery alarms. Customer did state he had issues with scar tissue and the needle not going in. The customer resolved the alarm with an infusion set change and then called back with further no delivery alarms. It was explained to the customer that these recurring alarms could be due to site, set, or reservoir issues. The patient had not tried different cannula lengths, but declined to receive different infusion sets to see if they would help. Sending a replacement pump was offered but the customer stated he did not wish to deal with it and would call back the next day.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.